Event description:
Bleeding in the stomach (gastrointestinal hemorrhage). Hyperglycemia (hyperglycaemia). Case description: this spontaneous case, reported by a consumer from another country as "hyperglycaemia and stomach bleed," concerns a male treated with novolin ge 40/60 (dual-acting human insulin) and novopen 3 (insulin delivery device) for an unk period due to diabetes mellitus. On an unk date, the pt experienced increased blood glucose levels despite increasing insulin doses. The blood glucose level went as high as 33.4 mmo/l. Reportedly, the pt increased his insulin dose to 30 iu. The cartridge was changed, but the blood glucose levels were still high. The following day the pt was hospitalized with bleeding in the stomach. The pt had been prescribed meloxicam (meloxicam) and according to the dr this could have caused the stomach bleeding. Reportedly the pt was also tested positive for helibactor pylori. The pt changed his cartridge and his blood glucose normalized and he recovered completely from the event. Co comment: abdominal bleeding may be caused by meloxicam and acetylsalicylic acid. Comment: reporter's comments: the pt is loading cartridges ahead of time and putting the novolin pen in the fridge. The pen and small remaining amount of insulin will be brought back for testing. Bleeding in the stomach (gastrointestinal hemorrhage). Hyperglycemia (hyperglycaemia). Case description: this spontaneous case, reported by a consumer from canada as ?hyperglycaemia and stomach bleed?, concerns a 53-yr-old male treated with novolin ge 40/60 (dual-acting human insulin) and novopen 3 (insulin delivery device) for an unk period due to diabetes mellitus. On an unk date, the pt experienced increased blood glucose levels despite increasing insulin doses. The blood glucose level went as high as 33.4 mmo/l. Reportedly, the pt increased his insulin does to 30 iu. The cartridge was changed, but the blood glucose levels were still high. The following day the pt was hospitalized with bleeding in the stomach. The pt had been prescribed meloxicam (meloxicam) and according to the dr this could have caused the stomach bleeding. Reportedly the pt was also tested positive for helibactor pylori. The pt changed his cartridge and his blood glucose normalized and he recovered completely from the event. Comment: co comment: abdominal bleeding may be caused by meloxicam and acetylsalicylic acid. Comment: reporter?s comments: the pt is loading cartridges ahead of time and putting the novolin pen in the fridge. The pen and small remaining amount of insulin will be brought back for testing.